Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that ventricular lead had multiple episodes of low impedance measurements and intermittent noise. It was thought that there may be a possible insulation break in the lead. The device was reprogrammed and the patient will be rechecked in three months. The lead is still in use. No patient complications have been reported as a result of this event.